Event description:
It was reported that during intra-operative testing, the patient lost signal in the lower extremities after implant. The patient experienced walking difficulty, immobility, loss of balance, numbness, and was unable to get out of bed. Due to the loss of signal, the patient was hospitalized and visited the intensive care unit for observation in hopes of regaining signal in the lower extremities. The patient was at risk of disability, more than likely paralysis, due to the ongoing lack of signal. As a result, the surgeon removed all devices from the patient. The issue was not resolved, and the patient remained alive with injury. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(6), ubd: 02-aug-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.